Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead displayed t-wave oversensing (twos) post pace on the current electrograms (egm). No changes made at this time due to the current covid-19 situation and the lead will continue to be monitored. The lead remains in use. No patient complications have been reported as a result of this event.